Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5058702.

Event description:
It was reported that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 and mesh was implanted. Over a six-year period, the patient experienced pain, autoimmune disorders and general illnesses that continued to get worse. The patient reported numerous emergency room and office visits with no identification of a problem. The patient was administered antibiotics which helped and xifaxin for the small intestine and bacterial overgrowth. The patient experienced stabbing pain the area of the mesh. It was described that it felt at times like ripping in the abdominal area where mesh was implanted, and feeling like broken glass in the abdomen. The patient reported constant illness and inflammation which affected the hands and the gut and autoimmune issues became more disabling. The patient underwent removal of the mesh on (B)(6) 2015. During the procedure, the patient underwent repair of the small bowel wall. After the bowel was released from the mesh, enterolysis was performed on the small bowel that was wadded and was involved in the mesh adhesion. The patient was hospitalized for 6 days because the bowel was involved. The patient reported their hands returned to their normal size after being swollen for 6 years. The patient reports that the intestine is healing now that the mesh was removed.